Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the issue was unable to be replicated by analysts but the issue may be intermittent. The oscillator and demand detector were both replaced as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator only gave one breath and would not give any more. The issue occurred while re-installing unit on patient after transfer to MRI area. No patient harm occurred and no reported adverse events.